Event description:
It was reported that the ilet sleep/wake button appeared unresponsive to the user at multiple times during the day, with no perceived vibration on press, while a companion confirmed normal button function and felt vibration; the user has known fingertip nerve and tissue challenges, and the device could also be woken via the charging pad. Symptoms included difficulty perceiving haptic feedback when attempting to wake the device. Outcomes included no injury, no alarms, and no medical intervention. Investigation included remote troubleshooting and user education performed by customer care. Investigation of this case revealed that the device wake function operated as designed and that the issue was consistent with user-specific sensory limitations rather than a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related perception of haptic feedback with device functioning within specifications.